Event description:
It was reported and learned through investigation that a patient with a 27mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 15 years, 9 months due to regurgitation and stenosis. Patient presented with heart failure, shortness of breath and orthopnea. The procedure was performed with a 26mm 9755rsl transcatheter valve. Patient was sent to recovery in stable condition post procedure. This is a 78-year-old male patient.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 27mm 3300tfx aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. The procedure was performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11. Additional narrative surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.